Manufacturer narrative:
A wallflex biliary covered stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was not deployed, the clear outer sheath was curved. In addition, the inner shaft was kinked and found exiting at the guidewire access port and was also found folded over within the outer sheath. Functional evaluation found the stent could be manually deployed. No issues were noted with the stent and there were no other issues noted with the device. The damages noted with the device were consistent with the application of excessive force being applied to the delivery system during the procedure. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on may 25, 2017 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician attempted to deploy the stent when the inner shaft detached and the stent was not able to be deployed. The inner shaft was removed together with the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician attempted to deploy the stent when the inner shaft detached and the stent was not able to be deployed. The inner shaft was removed together with the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.